Manufacturer narrative:
The reported complaint of icy catheter leak was confirmed. A bonding leak was observed at the distal end of the medial balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent defect in the bond. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observe blood residues on the balloons and on distal and medial lured tubing. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance with the exemption to the medial luer port due to the blood clot. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 93088.

Event description:
As reported, during the patient treatment, the saline bag was noted almost empty and the thermogard xp ivtm system generated air trap alarm. The fluid was observed in the air trap holder. The customer was advised to change the start-up kit (suk). The thermogard console was re-primed with the new suk. The catheter was checked for leaks and in and out luers were flashed without any blood in the tubing. After the treatment was continued with the new suk, the saline bag was noted empty again. The catheter leak was suspected. The user was advised to change the catheter. No consequences or impact to patient was reported.